Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted. The insulin pump powered up properly after battery installation and the operating currents are within specifications. However, the insulin pump was received with broken battery tube threads, broken reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that insulin pump had a blank screen display. It was also reported that the battery compartment was cracked. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.